Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with episodes of right ventricular lead noise leading to oversensing. It was suspected that one episode was due to electromagnetic interference, but that could not be confirmed. Programming changes were made on (B)(6) 2021. There were no patient consequences.